Event description:
The sheath was not supportive during insertion. The sheath was "flimsy" during insertion. The sheath was not returned to datascope for evaluation. (Event complications: unknown - reported 6/17/97. (Pt's current status: unk- rpt'd 6/17/97.)